Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the guidewire loop of a 7f exoseal vascular closure device (vcd) could not deploy during use. There was no reported patient injury. An unknown vascular sheath was used. The procedure was a carotid angiography for a lesion in the carotid artery. The user is a trained operator. The patient does not have a history of infectious disease. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the guidewire loop of a 7f exoseal vascular closure device (vcd) could not deploy during use. There was no reported patient injury. An unknown vascular sheath was used. The procedure was a carotid angiography for a lesion in the carotid artery. The user is a trained operator. The patient does not have a history of infectious disease. Additional information was requested but not provided. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was not locked. The plug was not returned for this evaluation and the indicator wire was found not deployed. No catheter sheath introducer (csi) was returned for this evaluation. The indicator window was received in the black/white position. A kink was observed on the distal portion of the delivery shaft, located 0.5 cm from the distal tip. It was inferred that this could be evidence of a possible plug removal, not related to activation of the deployment mechanism. Dimensional analysis was conducted near the affected area of the delivery shaft to verify the outer diameter. The result was found to be within specification. An indicator wire deployment simulation was performed after locking the guard, and the expected indicator wire deployment was achieved. The reported event of ¿indicator wire deployment difficulty unable¿ was not observed through analysis of the returned device since the indicator wire was able to be fully deployed once the guard was locked. It is possible that handling issues led to the reported event since the guard was received unlocked and locking of the guard will deploy the indicator wire. A kink was observed at the distal tip, which seems led to the plug falling out of the device. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.